Event description:
Surgeon was doing a compression hip screw. The plate was on and two screws were placed. As surgeon tightened the screw, the top of screw broke off. The plate was removed and a different plate was used.